Event description:
J & j ethicon 0 vicryl on ur-6 needle was pulled thru fascia by surgeon, then tip of needle broke off. Needle was not in pt when broken, tip remained in needle holder, no harm to pt.